Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/11/2025, it was reported by a sales representative via (B)(4) that an abs-10062t angel cprp system with aspiration kit (component of abs-2016-02, lot: crt240719-830) when opened from the package and loaded in the angel; there was air in the central cartridge, and the angel could not complete the task. They used another kit to complete the case. No patient was affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 04/30/2025: this was a procedure with anesthesia for a rotator cuff repair. No photos were taken of the allegation.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.